Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted an unspecfied call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, evidence of moisture corrosion was observed in the battery canister. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. A leak test failed due a battery compartment leak. The pump was unable to power up and was completely unresponsive due to moisture corrosion in the battery canister terminal. The reported call service alarm issue complaint was unable to be adequately investigated due to no power to the pump. The pump cover was removed and further moisture ingress was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.